Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing separated from the connection to the drip chamber and leaked chemotherapy medication onto the patient's clothing. The following information was provided by the initial reporter: "the tubing came apart where it connects to the drip chamber. The chemotherapy was leaking out of one of the holes in the filter of the primary line. The patient noticed a wet spot on their clothing, and when the nurse investigated, she identified it was chemotherapy."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 11532269 lot number 22036546 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing separated from the connection to the drip chamber and leaked chemotherapy medication onto the patient's clothing. The following information was provided by the initial reporter: "the tubing came apart where it connects to the drip chamber. The chemotherapy was leaking out of one of the holes in the filter of the primary line. The patient noticed a wet spot on their clothing, and when the nurse investigated, she identified it was chemotherapy."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-oct-2022. Investigation summary: one sample was received and tested by our quality team. The set was primed and the leak in filter was immediately noticed and the complaint was verified. Under microscope there appeared to be no cosmetic issues with the infusion set. The filter was then sent to the filter manufacturer in the united kingdom. After washing the set with distilled water and drying the filter, leak was eliminated. The root cause of the leak is unknown however it is likely that fluids used within the filter has caused the hydrophobic membrane to become temporarily compromised. A device history record review for model 11532269 lot number 22036546 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing separated from the connection to the drip chamber and leaked chemotherapy medication onto the patient's clothing. The following information was provided by the initial reporter: "the tubing came apart where it connects to the drip chamber. The chemotherapy was leaking out of one of the holes in the filter of the primary line. The patient noticed a wet spot on their clothing, and when the nurse investigated, she identified it was chemotherapy."